Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant result on a (B)(6) patient with a hematoma. The customer states the patient was discharged to a post acute care hospital. There was no additional patient information available at the time of this report. The customer returned product for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 11/20/2017. Retain and return product was tested and functioning according to specification.

Event description:
Na.